Event description:
It was reported to philips that fluoroscopy failed due to an fdc unit error on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flashlite high end kit and frontal protector control unit, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).